Manufacturer narrative:
Attempts have been made to obtain the product. The product has not been returned to masimo to allow an analysis to be performed. If the product is returned for evaluation or new information is obtained, a follow up report will be submitted. (B)(6).

Event description:
The customer reported the device is not reading spo2 properly and the display is missing segments. No patient impact or consequences were reported.

Event description:
The customer reported the device is not reading spo2 properly and the display is missing segments. No patient impact or consequences were reported.

Manufacturer narrative:
The returned device was evaluated. The unit powered on and off using battery power. The display was not stable, multiple led segments were missing. The device was able to obtain measurements with all of the enabled parameters, although readings were impeded by missing led segments. During accuracy testing, both manual and preset simulation tests passed. No product performance issue identified related to spo2 and pulse rate. Internal inspection found contaminant on the instrument board. Contaminant observed on instrument board causes blank led display segments. Device functions as designed regarding accuracy. A service history record review reveals that this unit was in the field for over seven (7) years with no previous reported issues related to this reported event. Initial reporter zip code exceeded the maximum allowable characters, zip code is as follows:(B)(6).